Event description:
It was reported that the patient underwent right tka on (B)(6) 2008 and journey components were implanted. He had to be revised on (B)(6) 2015 due to increasing discomfort and pain in the r-knee for several months prior to the revision surgery. According to the medical report, the revision surgery took place on (B)(6) 2015.